Manufacturer narrative:
The unit was not returned for eval. It was disposed of. An assignable cause for the unit failure cannot be verified without evaluating the alleged complaint unit. Insufficient info for a complete investigation. The DHR for microtip lot 17013-09 was reviewed and showed that the units met mfg specs when released and there were no issues related to the complaint. There were 144 units released from lot 17013-09. (B)(4).

Event description:
Needle stopped cutting after 35 sec. A trunk stock handpiece was used to finish the procedure. First handpiece was disposed of by facility.